Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2024, the patient removed the sensor and noticed that the area was swollen and red. On the same day, the patient went to the doctor for a consultation. The patient was diagnosed with an abscess. The doctor "scraped off the sore" and cleaned it out. Afterwards, he applied aquaphor and peroxide spray. The patient returned to the doctor on (B)(6) 2024 but the abscess did not drain on it's own. The doctor performed and incision and drainage and advised the patient to continue using aquaphor and peroxide spray. At the time of the report, the affected area healed and the patient was doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.